Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A review of the specific device history record could not be conducted due the lot number being unknown.

Event description:
A hydratome sphincterotome was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender, age weight unknown). According to the complainant, during the procedure, the wire kept falling out of the tome and when the tome did come out at the end of the scope, they noticed it had a .025 wire instead of a .035 wire as indicated on the package. The procedure was completed with another of the same device. There were no patient complications reported with this event.